Event description:
Section a: the weight of the patient is unknown. It was reported to boston scientific that in preparation for a prostate biopsy procedure, the physician could not load the needle because it fired by itself. The physician stated typically ti takes four or five times to get the needle to work, but during this event, he had to use another needle to complete the procedure.

Manufacturer narrative:
The suspect device has not been returned since the user facility believes they disposed of it. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. Device unavailable for evaluation.